Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of a light sensitive drug administration set leaked. This occurred during infusion of total parenteral nutrition (tpn) using a colleague infusion pump. To resolve the issue, the set was replaced and the tpn therapy was restarted. There was no patient injury or medical intervention reported to be in association with this event. No additional information is available.